Event description:
Reporter alleged blood glucose readings were not consistent for the last two weeks and went to the doctor as a result. It was reported customer's meter read 237 mg/dl at 9:45 am and at doctor measured 105 mg/dl at 9:50 am as well as 197 mg/dl at 8:15 am. No treatment was reportedly received as a result. A request was made for the return of the suspect device and replacement product was sent.